Event description:
Pain to scalp and left brow after MRI on (B)(6) 2024, however, next day patient called back to tell us they developed shingles outbreak in the same location she was feeling pain. It is now felt there is no reportable condition related to this equipment.